Event description:
It was reported that during a colonic stenting treatment procedure, stent damage occurred. A wallflex enteral duodenal 27/22x12 230cm stent had been selected and advanced to treat an obstruction in the duodenum. While attempting to deploy the stent, the outer sheath of the stent was broken "on the handle" after deploying 1 cm. The procedure was completed with a wallflex "9cm" stent. There were no pt complications reported with the pt's current condition listed as "ok".